Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during registration, the trajectory of the traced points was rotated by an angle of 90 degrees and displayed on the screen. The registration failed, and navigation could not be proceeded. The use of the navigation system was discontinued. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.